Event description:
It was reported by the implant facility that a patient had contacted them regarding a ck implant. Patient stated to the implant facility that she has had infection, pain, bowel adhesions, and mesh erosions after the surgery. No report of medical or surgical intervention taken.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No patient contact info was made available, therefore, currently no follow-up is possible. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge.